Event description:
It was reported that during an implant procedure, the patients lead was fractured when the physician hexed down the leads in the ipg before the boston scientific representative was able to test impedances. It was noted that the fractured lead was stuck in the ipg. The patients lead also exhibited high impedances but was programmed successfully. The lead remains implanted in the patients back.